Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report. Section b1 (adverse event/product problem) was incorrectly documented in the previous report [emdr-671926]. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the use of abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced numb tongue and metallic taste. The customer was unable to self-treat and was administered diluted insulin drip, potassium (unspecified route/dose) by healthcare professional (hcp) for treatment of hyperglycemia diagnosis. The customer was reportedly kept for observation for two days. There was no report of death or permanent impairment associated with this event. A sensor result of 90 mg/dl was compared to a health care professional meter reading of 501 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the use of abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced numb tongue and metallic taste. The customer was unable to self-treat and was administered diluted insulin drip, potassium (unspecified route/dose) by healthcare professional (hcp) for treatment of hyperglycemia diagnosis. The customer was reportedly kept for observation for two days. There was no report of death or permanent impairment associated with this event. A sensor result of 90 mg/dl was compared to a health care professional meter reading of 501 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A low readings issue with the use of abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced numb tongue and metallic taste. The customer was unable to self-treat and was administered diluted insulin drip, potassium (unspecified route/dose) by healthcare professional (hcp) for treatment of hyperglycemia diagnosis. The customer was reportedly kept for observation for two days. There was no report of death or permanent impairment associated with this event. A sensor result of 90 mg/dl was compared to a health care professional meter reading of 501 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. The watermark was observed at the base of the sensor tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicate that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the use of abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced numb tongue and metallic taste. The customer was unable to self-treat and was administered diluted insulin drip, potassium (unspecified route/dose) by healthcare professional (hcp) for treatment of hyperglycemia diagnosis. The customer was reportedly kept for observation for two days. There was no report of death or permanent impairment associated with this event. A sensor result of 90 mg/dl was compared to a health care professional meter reading of 501 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.